Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. Final analysis of the lead found it be returned in multiple pieces. Insulation abrasions were found on the middle portion of the returned lead at 4.8-4.9cm from the proximal end, consistent with friction against the implanted can. Additional abrasions were found at 27.2-27.8cm and 34.2-35.3cm from the proximal end, consistent with friction against another device or heart feature.